Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: photo evaluation no picture was returned for evaluation. Sample evaluation no sample was returned for evaluation a, b and c are not applicable as no sample is returned. Root cause description: . A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance no abnormality was observed during the production of the reported batch. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that during use the cap separated from device with a bd insyte-w¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: on september 13th, due to fever, the patient was admitted to the hospital . On september 16th, the nurse gave peripheral catheter infusion . At 7 o 'clock in the morning of september 17th, the child was at home, the indwelling needle and heparin cap fell off, and the heparin cap fell off on the bed. The family member of the sick child rotated the heparin cap onto the intravenous needle by themselves, and informed the nurse to pull out the needle after returning to the hospital at 9 o 'clock.